Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have inspected the device and was not able to duplicate the reported condition. The unit passed extended self-testing and no parts were replaced.

Event description:
It was reported that, an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.